Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "during initial blocker insertion into the right t1 oasys 4.5x32mm screw, the tulip head became disengaged when using corkscrew persuader to persuade rod down."